Event description:
Complainant alleged that when monitoring a patient during transport of the patient, the device displayed "defib fault 72" and "defib fault 78" messages. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. The complainant indicated that during subsequent testing of the device the screen displayed a "pacer fault 116" message.